Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the analog interface (ai) printed circuit board (pcb). The evaluation and repair will be performed by the customer. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator stopped cycling. There was no patient involvement.